Event description:
The customer contact reported the pt rec'd more medication than intended. Channel c of the pump was programmed to deliver an unspecified anesthetic medication for a duration of 24 hours and the delivery was started. No further programming parameters were provided. Reportedly, the medication delivered in 30 minutes instead of the intended duration of 24 hours. The device was removed from clinical service. There were no reported adverse pt effects. During testing at the user facility, the pump was powered on and displayed a primary rate of 999ml/hr with a vtbi (volume to be infused) of 4.4ml. Though requested, no additional information was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.